Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was fixated at the septum. When a lateral oblique xray was viewed, it was noted the lead was not in the intended septum position. The lead was rotated counterclockwise for repositioning, however the lead appeared tensioned and no movement was noted. The helix did not appear to move out of the cardiac tissue. Despite several attempts to rotate the lead it could not be removed. An echocardiogram was performed and a pericardial effusion was observed. The procedure was ended. The atrial lead was explanted and this lead was surgically abandoned. A decision was made to monitor this patient in the intensive care unit. No adverse patient symptoms were reported as a result of the effusion. Exhibited high pacing threshold. Of note, this lead was positioned at the pulmonary artery for ventricular septal pacing. Upon checking the position of the lead through left anterior oblique (lao) view, it was noted that this lead was not oriented towards the septum. Several attempts were made to reposition the lead, however, they were not able to remove the lead. An echocardiographic image was checked and pericardial effusion was observed. This rv lead was surgically abandoned in the patient. No adverse patient effects were reported.